Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this pacemaker had an x ray performed in which the clinic notified them that one of the leads may have be loose. It was noted this patient had been experiencing spells of dizziness and blackouts recently. Additional information is being sought. This device remains in service. No adverse patient effects were reported.